Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus was not functioning. It was also indicated that the floppy drive was inoperative. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would freeze and get stuck on a screen and would not respond to stylus pen commands. The programmer was returned for service. No patient complications have been reported as a result of this event.